Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during high anterior resection wherein a stapler was used. On the first firing, the device was maximally articulated. The tissue was not too thick. Surgeon set the firing speed to slow because it was not known if the tissue can be resected at one firing, the surgeon tried to fire, but it showed excessive force indicator. After a while, surgeon fired it again, stapling advanced a little but then stopped. Surgeon replaced reload with another device to continue the procedure. No patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.